Event description:
The 4 oz size bottle of cleaning and soaking solution has been examined by lab. The solution was a clear, colorless, free-flowing liquid with a ph of 8.3. A control sample of the same brand was examined, and had a ph of 8.2.